Event description:
Hcp reported the pt developed an infection of the spinal column as evidenced by a fever. Pt had a catheter revision done in 2002. A culture was obtained of the cerebro spinal fluids that was positive for pseudomonas. The meningitis was treated with IV antibiotics, total device system explant, and a "wash of the area after explant." It was also reported that the same strain of organism was found in another pt who had an implant with a medtronic device. "Probably retractor related. Was not related to product-conclusion." The infection resolved and there was no drug withdrawal.